Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2011 and march 2012. This is 2 of 3 reports for this article. The device is not available.

Event description:
The article retrospectively compared the clinical outcome in patients, who received thrombolytic therapy only with patients who underwent mechanical thrombectomy with or without additional thrombolysis. Patients in both groups had an acute anterior circulation occlusion and a thrombus length of at least 8mm. Forty consecutive patients (median age 71, range 20 - 83; 27 females) were treated with mechanical thrombectomy using the subject retrieval devices in addition to standard stroke treatment. It was reported that an embolization of the initially unaffected anterior cerebral artery occurred during successful recanalization of an m1 middle cerebral artery occlusion. No further details provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, thromboembolism is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The article retrospectively compared the clinical outcome in patients, who received thrombolytic therapy only with patients who underwent mechanical thrombectomy with or without additional thrombolysis. Patients in both groups had an acute anterior circulation occlusion and a thrombus length of at least 8mm. 40 consecutive patients (median age 71, range 20 ¿ 83; 27 females) were treated with mechanical thrombectomy using the subject retrieval devices in addition to standard stroke treatment. It was reported that an embolization of the initially unaffected anterior cerebral artery occurred during successful recanalization of an m1 middle cerebral artery occlusion. No further details provided.